Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) indicated for spinal pain. It was reported that pt was having issues connecting their handset and communicator to their implant and the issue began a week or a week and a half ago. A manufacturer's representative (rep) was also present during the call and merged the pt. Pt stated it might work 5 minutes or an hour then it would go off. Pt noted it would tell them to scan the communicator and then they would punch the number of the communicator serial number and it didn't work and they played with it for about an hour and it finally started working. Pt also noted it was giving them shocks on their neck and arms. Pt noted they met with their healthcare provider (hcp) for a followup at the hospital and their hcp played with their equipment and noted that the pt had to call (the manufacturer's patient services specialist (pss) understood this as patient services or representative for assistance). Pt noted their handset was down to 85 and the communicator was down to 56. Caller also stated that the controller didn't charge very long and that the communicator would shut off even when it was at 90. During the call pt attempted to reset both the connector and the handset. After resetting the handset and communicator, pt got no device response on the handset and it went back to searching and pt noted nothing and pt noted it didn't work before and they didn't know why it would go out (pss understood this as pt had difficulty connecting their communicator/handset to implant). The issue was not resolved. A replacement handset and communicator were sent out.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type product ID a72200 lot# serial# unknown implanted: explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that their first operation did not work, and pt was told that a wire broke. The pt had another operation that worked, but after three days it started shocking. To resolve the implant shocking, it was shut off and reprogrammed. The implant shocking the pt was resolved. They had a three way call on the phone and the manufacturer said to replace the controller. The connection issues have not been resolved. The controller was still not working with error 0x164fb9f6.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient has stimulation turned on. Caller reports when the controller is not next to them or when they leave the controller behind, patient reports they do not feel stimulation turned on. Caller reports they can still see the stimulation is on with the controller, when patient stopped feeling stimulation. Technical services (tss) suggested exiting the mystim pc app and interrogate with tablet to confirm stimulation is on. Patient recently received a replacement controller and it is working. Caller reports patient's current mystim pc app version: 1.01.052, and reviewed the app needs to be updated.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type product ID a72200 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep stated that the case of the pt not feeling stimulation is still unknown, an app update was performed and proper use of the equipment by the patient was observed and confirmed accurate. Rep confirmed that the update seemed to resolve the issue. They have not heard from the pt at this time.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type product ID a710 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that they saw the pt last tuesday everything was connected at that time and rep was able to increase and decrease. When the rep was with the pt they didn't notice the handset turning on/off. Caller notes the pt is 80 so working over the phone and discussing technical considerations is difficult. At that time, the rep told pt to go home and charge their components because rep's suspicion was that pt was letting the handset run down. Caller spoke with the pt today and the pt states the samsung was still turning on and turning off and giving them an error code message 0x164fb9f6 (unsure if from the app or the android initially). The pt did say they can get handset to connect to communicator and implantable neurostimulator (ins). Error code comes up and then says 'restart-contact medtronic'. Per caller pt 'hits restart, plug it in, let it go for a bit' and eventually it connects and the mystim app opens properly. Caller states sometimes pt will hit restart and it will come back to error code and they have to close the app and re-open it. If they give it a few hours, the message comes back. Tss reviewed it sounds like the error message may be related to leaving the app open when not in use and to have the pt try closing the app after using it. The caller could not speak to the handset on/off situation which the caller states the pt claims is happening with this new handset that was sent (see initial call) and with the previous handset--tss advised it would seem highly unlikely both handsets are having this issue and when the rep meets with the pt they should be assessing how the pt is using the handset. Again, caller notes pt is 80 and new technology can be difficult. Tss provided case number in the event the caller wants to pull log files. Pt called from registered number and was very escalated from the start of the call. Pt said they got the replacement communicator and handset and now, the therapy shut off by itself and the pt got random error codes. Pt specifically mentioned the following error code: ox164fb9f6. Pt said the therapy might run for 4 hours and then would shut off. Pt said the error codes said to restart. Error code had been appearing randomly for the past two days. Pt said the handset would shut off then their therapy would shut off. Pt had informed mdt rep. Through phone call several times. Pt said mdt rep. Had offered to meet with them last week, but pt could not meet because of holiday. Pt said they had called mdt rep. Yesterday and today, but did not get called back. Pt said they had to play with the handset for 1/2 hour to get the therapy turned on because the therapy would go off by itself and the pt would struggle to get the therapy back on because of the error codes that would appear on the handset. Pt had to reset handset sometimes multiple times to get to their home therapy screen after error codes appeared. Pt said they knew when their therapy was off because their arm gets numb and felt heavy and cold. Pt had met with mdt rep. In the past and mdt rep. Had told them everything was "perfect" and said the "pt did not know how to use the handset so that was why the handset and therapy were not working right." Pt said they "knew how to use the [expletive] handset" and "had another phone just like it." Pt said the "shocking sensation is gone" and pt reiterated details of case. Pt said their therapy turned off 3-4 hours after the handset turned off. Pt said they had a previous scs device that worked great, but this "system was a piece of [expletive]." Patient services specialist(pss) agreed to call the pt back because the pt did not have handset with them when they called the first time. During the second call, the pt accessed their home therapy screen succ essfully and could not reproduce error codes on the call. Pt mentioned they kept their handset and communicator plugged into the ac power supply when not using them. Pt said they woke up in the morning and knew their therapy was off because they were sore and cold. Pt tried to turn therapy back on but got error code on handset. Pt said they called mdt rep. 3 times last week. Pt said they had been playing with the handset for 3 months. Pt said the "system cannot go three days without messing up." Pt said sometimes they go to places without wifi and reception and they said the handset will go dead and they cannot use the handset without wifi. Patient services specialist(pss) explained the difference between internal ins function and external equipment function and then suggested the pt write down the error code if it appeared again and call back. Pss also suggested the pt visit an hcp and call in their mdt rep. For further troubleshooting on why the therapy was shutting off by itself. Pss also emailed the pt's local mdt reps.